Event description:
During a difficult case of an arm fistulogram angioplasty the boston scientific over-the-wire 6f balloon ruptured. The interventionalist had exceeded the manufacturer's recommended rate of burst pressure (atm 20) to atm 24 in attempt to open the lesion. Because the balloon ruptured in a circumferential manner instead of longitudinal as designed, the balloon fragment separated from the catheter and was lodged in the clotted fistula. Attempts to remove the foreign body with a snare were unsuccessful. A decision was made to leave the balloon fragment behind as the risk of removing the foreign body outweighed any potential benefits since the fistula was determined to be unusable.======================manufacturer response for pta balloon dilatation catheter, mustang over-the-wire pta balloon dilatation catheter (per site reporter).======================none to date.